Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels and sensor issues. The customer's blood glucose level at the time of incident was unknown. The customer's levels had been as low as 38mg/dl. The customer states they had issues with band sensor. Troubleshoot was conducted. The customer was advised to swap out their sensor, and that replacement would be sent out.